Event description:
Pt called lfs on 6/24/03 alleging no reaction or color change on their surestep test strips. Pt reported no symptoms of high or low blood glucose while attempting to test on the meter. Pt did call their physician, who gave pt advice over the phone. No medical intervention reported. The issue was not resolved with troubleshooting. No further info has been reported.